Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would not clip securely while wearing it. Subsequently, the pump case fell, causing the infusion set to be pulled out. Customer¿s blood glucose level was approximately 200 mg/dl. The customer loaded new supplies and resumed insulin delivery.